Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. The eagle eye platinum st catheter was discarded by the facility, thus no returned product investigation was performed.

Event description:
It was reported that during a therapeutic coronary procedure, during removal of the manufacturer's catheter, it got stuck on the non-manufacturer's wire. Therefore, the entire system was removed as a unit. No patient injury reported. This product problem is being submitted due to removal as a system. There is a potential for harm if the malfunction were to recur.